Event description:
Seen in office for pacer assessment of dddi pacer. Test completed and documented hard copy pt was in ddd mode. Technician removed programming head and turned off machine. Turned to find pt unresponsive. Monitors placed back on and discovered pt had switched to aao mode. Reprogrammed for ddd mode and transported to hosp for monitoring and pacer replaced. Discharged.